Event description:
A trilogy 100 ventilator was returned to the manufacturer for preventive maintenance. During the evaluation of the device at the manufacturer's service center, an internal battery not charging error code was found in the ventilator's downloaded error log. The device's printed circuit assembly was replaced to address the issue.